Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6)2013, explanted: (B)(6) 2016-, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient previously receiving morphine (unknown concentration and dose) via an implantable infusion pump. Indications for use included spinal pain. It was reported that the patient's pump and catheter were removed on (B)(6) 2016 (the information pertaining to the pump and catheter removal is captured in a separate event where the patient elected to have the pump and catheter removed). The patient was put on oral morphine and treated prophylactically after surgery with clindamycin for prevention of any type of infection. The patient did not have an infection. Two days after the pump and catheter were explanted (B)(6) 2016 she reportedly could not walk, and had a great big lump with fluid on her back that was draining and was painful. She could not lie on her back, and her hips were sore and felt like they were going to break from lying on them all the time. The patient called her hcp and the hcp stated it was not anything he did to her, and directed the patient to go to the emergency room (ER). The patient went to the ER and had an x-ray of her lungs, two magnetic resonance imaging (MRI) procedures, an ultrasound, and a computed tomography (CT) scan. The ER reportedly stated it was not spinal fluid, but it was some other fluid. The lump was rising up again, was painful, and she could not lie on her back and gets broken from the patient trying to lie on it. The patient got out of rehab on (B)(6) 2016. The patient's hcp from rehab stated the lump was going down (B)(6) 2016. The patient was told by the ER that it may take 2 to 3 weeks for the lump to go down. The pain from the lump was unbearable, and her hips felt like they were breaking from lying on them, since the patient could not sleep on her back and had to stay on her side. The incision went from lower then the bottom up to the crack of her butt and the hcp described it as plus 7 one way and 7 crossways. The situation was being addressed by the hcp and the patient had an upcoming appointment with her primary care physician on (B)(6) 2016. No additional information regarding the post-op complications, results of the diagnostics, interventions, cause, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.